Manufacturer narrative:
Additional information has been requested. Device was not explanted. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.

Event description:
Pt implanted with 4-level acdf at c3-c7 with vectra. Six months postop, surgeon noted screw backing out at c7. Segment appears to be healing nicely. Surgeon does not plan to remove device. This is the 1st of 2 reports submitted on this event.